Event description:
It has been reported, the pt stated her pain has increased and that her stimulation is not providing sufficient parasthesia for the desired pain pattern. The pt is working with her pain physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of th e pt's history to the event reported. Sjm defers to th e pt's physician regarding medical history.